Event description:
It was reported by service report that the communication cable was smashed and the footboard had modules that were hanging out of the footboard. No adverse consequences have been reported.

Manufacturer narrative:
Result code: footboard modules.